Event description:
It was reported that the customer experienced a blood glucose (bg) level of 480 mg/dl. Cause of bg level was not known. Customer went to the emergency room with ketones; amount was not known. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.